Event description:
Update: additional information provided 9/05 noted that according to the pt, the following is alleged to have occurred: last had complaint first year after surgery -- urinary tract infection. Ongoing -- lower abdominal pain and bowel spasms, fatigue and sleeplessness, weight loss, and depression.

Event description:
In 2002, pt underwent abdominal surgery and gynecare intergel, was spread throughout their abdomen. Shortly following pt's surgery, they developed "extreme pain, swelling, and other serious injuries." The pt "suffered and continues to suffer severe injuries." Additional information received in 12/2004 noted that on or about 2002, pt underwent abdominal surgery during which gynecare intergel was spread throughout their abdomen. Subsequently, unspecified injuries are alleged.